Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found that the staplers were stuck during use on a patient. There was no patient injury.

Manufacturer narrative:
(B)(4). There is not an appropriate result or conclusion code available. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The device was sent to the manufacturing site for further investigation. Other remarks: upon investigation, the stapler was able to properly form and release all remaining staples in the device. Therefore, no issues were found with the anvil. It could not be determined why some of the staples from the returned stapler were unable to be released. The device history review for the product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to the complaint. A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. No errors could be found in the assembly. The root cause of this complaint issue is undetermined. No further action will be taken. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found that the staplers were stuck during use on a patient. There was no patient injury.